Event description:
The home patient's sister called baxter to report that the home patient passed away. The peritoneal dialysis registered nurse (pdrn) was contacted in order to obtain additional information regarding the home patient's (hp) death. The pdrn stated that the cause of death was unknown. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. A review of the devices logs revealed no failure or malfunctions that could have caused or contributed to the reported difficulty. The baxter product analysis lab evaluated the device and no failures or malfunctions were identified that could have caused or contributed to the home patient passing away. Review of service data for serial number (B)(4) revealed there is no previous service history for this device. The device was shipped to the customer in new manufacture condition. An internal investigation is currently under way, however has not yet been completed. Once the investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. The device was evaluated and no failures or malfunctions were identified that could have caused or contributed to the home patient passing away. A review of the device history and event history logs revealed no keystrokes, programming, or use related events that would indicate and/or contribute to the reported difficulty. If additional relevant information becomes available, a follow up report will be submitted.